Event description:
The manufacturer received information alleging that the patient's device is signaling the end of treatment after only 2 breaths and most of the medication is remaining in the chamber. As result, the patient reported that he is missing some of his doses and it wasn't happening previously. The patient reported that it was happening with all of the chambers, and he believes it is an issue with the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported maximum gfe attempts to retrieve the device for evaluation. Upon further review of this complaint, analysis of past events has not indicated an adverse event has occurred due to the alleged malfunction. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.

Manufacturer narrative:
The manufacturer received information alleging that that the patient's device is signaling the end of treatment after only 2 breaths and most of the medication is remaining in the chamber. As a result, the patient reported that he is missing some of his doses and it wasn't happening previously. The patient reported that it was happening with all of the chambers, and he believes it is an issue with the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging that that the patient's device is signaling the end of treatment after only 2 breaths and most of the medication is remaining in the chamber. As a result, the patient reported that he is missing some of his doses and it wasn't happening previously. The patient reported that it was happening with all of the chambers, and he believes it is an issue with the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.